Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a code the IV fluids were on a pressure bag. The rn was pushing an IV medication when the silicone pumping segment broke and leaked. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the silicone pumping segment broke and leaked was confirmed. Visual inspection of the set noted the silicone tubing was torn and separated at the area below the upper fitment in which the torn area of the silicone tubing was jagged. There were no other anomalies observed. Functional testing was deemed unnecessary due to the obvious damage. The root cause was not identified.